Event description:
Device malfunction: none. Symptoms/ae: hypotension, stroke. Time of ae: during and post-procedure. It was reported that during the procedure, post stent deployment, the patient experienced hypotension greater than 48 hours, treated with intravenous fluid bolus and withholding of concomitant anti-hypertensive medications. Post procedure, the patient experienced acute memory and visual problems, diagnosed as left occipital parietal lobe infarct. CT of the head, done in 2009, showed faint low attenuation in the left occipital periphery possibly representing acute infarction. Aspirin and plavix were continued, the symptoms resolved, and the patient was discharged home 2 days post procedure with instructions to monitor blood pressure and continue to withhold antihypertensive medications. Though requested, no additional information was provided.

Manufacturer narrative:
Study event. The device was not returned and there was no device malfunction reported. Stroke and hypotension are known potential adverse events with the use of the device as stated in xact instructions for use. Review of the device lot history record found no non-conformances associated with this lot number.